Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the introducer failed to retract upon deployment and subsequently fractured into two pieces. The device was retained internally along with the stent. The broken introducer was successfully removed using a snare over a guidewire that remained inside the introducer/stent system. The procedure was completed using the original device. There were no patient complications reported as a results of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. We've sent good faith effort attempts to obtain all missing information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Imdrf device code f2301 captures the reportable event of additional device required.